Event description:
Pt experienced a tibial plateau fracture at 1 year post op. Now that the fracture has healed, revision surgery is planned to replace the poly insert with a thicker size.

Manufacturer narrative:
Pt experienced a tibial plateau fracture at 1 year post op. Now that the fracture has healed, revision surgery is planned to replace the poly insert with a thicker size. Review of the device history record indicates that the device was manufactured to specification.